Event description:
Oversensing was reported on rv (right ventricular) lead model 6945, and the patient received inappropriate therapy. Lead model 4076 was implanted to replace the pace/sense portion of the 6945, which was capped. Five days later, the patient went to the ER (emergency room) and was 'very sick'. It was determined the 4076 lead had perforated the heart, and there was a collapsed left lung and pleural effusion. A chest tube was inserted, and the patient was in the hospital for six weeks. The model 4076 lead was removed, and the model 6945 was replaced. No further patient complications have been reported as a result of this event.